Event description:
It was reported that an ilet pump¿s housing separated into two pieces while the user was traveling, consistent with a screen bezel separation hardware issue. Symptoms included no alerts or alarms. Outcomes included replacement of the device and education on shutdown procedures and data handling. Investigation included complaint intake, troubleshooting, and review of device function history to confirm the mechanical separation. Investigation of this case revealed a physical enclosure failure associated with the screen bezel area, with no concurrent software or alarm malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was a mechanical component failure of the pump enclosure.

Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.